Event description:
A physician reported bleeding and an infection following a procedure with the tx system in a webinar presentation. The complication occurred around the operative site in the foot of the patient. There was also a report of recurrent calcification in the tendon above the heel six months after treatment. The procedure was performed by a different physician than the one who presented the webinar.